Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave a solid tone. In additional, the instrument no longer meets the specification for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, an error code 3: hand piece displayed. Another like device was used. There was no pt consequence.